Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: received one 2227 drain and trocar. The trocar is broken off the drain in the connection area. Apparently, the sharp edge of the trocar¿s rib damages the silicone drain if the trocar is pulled under some angle related to the drain tube and causes breakage. The product however matches its specification therefore the complaint is not a manufacturing issue. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laminectomy on (B)(6) 2019 and a drain was used. During the procedure after inserted the trocar, when pulling out with a pliers, the drain was broken at the connection part between the drain and the trocar needle. The product was used for front of the vertebral body as epidural drain. Further details are not provided from the hp. There were no adverse consequences to the patient.